Manufacturer narrative:
B3. Date of event: exact event date is unknown. Date of publication used. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Citation: evan, b. G., devki, s., krishna, t. R., steven, a. K., avinash, k. R., alexander, c. S., michael, a. P. (2021). Rezum therapy for patients with large prostates (greater or equal to 80 g): initial clinical experience and postoperative outcomes. World journal of urology, 39, 3041-3048. Https://doi.org/10.1007/s00345-020-03548-7. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the world journal of urology that a prospective study was conducted in order to compare outcomes after water vapor therapy procedures using rezum devices between men with small (smaller than 80 cc prostates (sp)) and large (greater or equal to 80 cc prostates (lp)). The study occurred with 206 patients at the authors institution from (B)(6) 2022. Two of the 206 patients were then subsequently excluded; one prematurely aborted his procedure due to discomfort, and the other had undergone two rezum procedures within a four month timeframe, and patient records could not delineate which outcomes were attributable to either procedure. Postoperative complications included nausea, vomiting, fever, hematuria, hematospermia, urgency, frequency, acute urinary retention (aur), clot retention, bladder spasms, erectile dysfunction, urinary tract infection, dysuria, urinary retention, retreatment and emergency department visits and/or readmissions within 90 days. One of the readmissions was related to urosepsis. Patients took antibiotics post procedure. No further patient complications were reported.